Manufacturer narrative:
The technician inspected the bed and no problem was found, the bed exit functions as designed. The most likely cause is user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2013. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail mount bracket to resolve the issue. Based on this information, no further action is required.

Event description:
The technician found the bed with a note that stated bed exit wil not alarm. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).